Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure, a faradrive steerable sheath was selected for use. A farawave catheter was inserted into the faradrive, and two applications were performed in the left atrium. The farawave was then removed, hd grid was inserted, and mapping was performed. The hd grid and farawave catheters were switched again as mapping has been completed. Suction was performed at that time; however, air was noted within the syringe. The sheath was replaced, and procedure was completed with no patient complications. The device is expected to be returned.